Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the physician used the hex wrench during the implantable pulse generator (ipg) implant procedure, no clicking noise was heard despite the lead seeming tight. It was noted that there was a possible problem with the grommet, setscrew or hex wrench. Multiple checks for impedance were done and the lead appeared to be positioned fully in the header. The device remains in use and the patient will be frequently monitored. No patient complications have been reported as a result of this event.